Manufacturer narrative:
Device lot number not provided/unknown. (B)(4).

Event description:
It was reported that the tip of the driver (rash8n) fractured off. The procedure was completed with another driver from stock.

Manufacturer narrative:
After additional information was received on july 18, 2018, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission submitted on fri may 11 14:45:18 edt 2018 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. The item schematics identified that chipping had occurred to the slotted tip of the driver. The fragment that had fractured off would not have been stuck in a screw such that they would have rendered the screw non-functional and should have been removable by suction. One narrow hex driver tip was returned for inspection. The device shows signs of wear consistent with use. The engaging tip is confirmed to be fractured. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: pick-up impression copings: immediately replace the healing abutment back onto the implant and torque to 20 ncm using a .048¿ large hex driver tip (rash3n or rash8n) with a torque device (l-tirw, catdb, rti2035, htd-c). Complaint alleges the driver was fractured during use. Complaint was confirmed during inspection. A root cause for this complaint could not be determined.